Event description:
It was reported by the patient that the patient has been having "some episodes" and the patient's internal medicine doctor thinks "a wire may be loose." The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The previously-submitted MDR # 2649622-2013-16003, was not necessary now that additional information has clarified the event. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was later noted through follow-up with the device clinic that the patient had been dizzy due to hypertension and the lead was functioning normally.